Manufacturer narrative:
Additional information: complaint is confirmed. Functional testing was not performed on the returned ar-2324bcc-1 due to the damage to the tip of the device. Visual inspection noted that the eyelet and tip of the anchor of the device is missing and was not returned, and the remaining piece of the anchor is warped/damaged. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause can be attributed to improper bone preparation; misaligned insertion; or prying/leveraging the device during use. Refer to investigation photo.

Event description:
It was reported that during an anterior cruciate ligament surgery the anchor could not be screwed into the drilled channel. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.